Event description:
During a coronary stent procedure, the stent dislodged from the delivery device when it became hung up midway through the guide catheter and embolized in pt. Attempts to snare were unsuccessful and the stent remains in the pt. Pt status is listed as "okay".